Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust the stimulation. The device was in a power on reset (por) mode. The pt had pain in the pocket over the ins and when turning her head to the left or right. The pt had lost a lot of weight and the ins seemed to have turned in the pocket. The pt reportedly had to hold the ins when getting out of bed. A loss of therapeutic effect was also reported. Additional info has been requested.